Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the mid left anterior descending artery (mlad). A 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance from the anatomy. The bdc was inflated one time to 8 atmospheres (atm) and held for 10 seconds, when the balloon ruptured. The bdc was removed without issue and a non-abbott device was used to complete dilatation and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.